Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 11. On 2023-12-15, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.